Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have caused or contribute to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a perclose a-t device with a 7f sheath after an unspecified procedure. Reportedly, a suture break occurred. Hemostasis was achieved using a second perclose a-t device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician reported to be trained in the use of the perclose a-t device. No additional information was provided.